Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter. The customer stated: the customer complained on (B)(6) 2022, the straight needle 301746, the number of affected: 1, the details of the complaint: the foreign body at the needle tip and the situation of the curved needle crochet, as shown in the picture, the complaint.

Manufacturer narrative:
Bd received 1 sample and 2 photos for investigation. The photos were reviewed and the indicated failure modes for foreign matter and hooked needle point with the incident lot were observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure modes for foreign matter and hooked needle point with the incident lot was observed. A yellow gel-like foreign matter was found on the IV cannula. The foreign matter underwent fourier-transform infrared spectroscopy (ftir) testing and the results show the material to be silicone. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter. The customer stated: the customer complained on november 08, 2022, the straight needle 301746, the number of affected: 1, the details of the complaint: the foreign body at the needle tip and the situation of the curved needle crochet, as shown in the picture, the complaint.